Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having some issues with the ins that was implanted in their buttocks for their bladder. It had turned sideways and the patient thought there was a malfunction with it. The patient had to turn it off because it was causing severe pain and every time they twisted it felt like it wanted to rip. The patient thought maybe they were just getting a uti since they were going every five minutes and dribbling but it felt like they had to pee and it hurt bad. The patient turned the stimulator off and it went back to normal, however, the battery in their butt was sideways and they could feel every little detail of it. The patient stated that if they were sitting in a chair and they happened to turn back sideways to look at someone it would just feel like it was catching and ripping. The patient stated they had a hip replacement on 2025-may-02 and on the same side as the ins and reported the symptoms started probably 2-3 weeks after that. The patient had an appointment scheduled with their managing physician on (B)(6) 2025 at 10:30am and the doctor's office told the patient to contact their manufacturer representative (rep) to ask if they would come. An email was sent to field staff. The patient provided the name of the doctor they would be seeing at sidney urology, and then provided the name of their usual managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins turning sideways was unknown. They reported that after the surgery to replace their first ins the new one was completely flat. They then restated information about the hip surgery and added that they fell down the stairs and broke their foot. They said that they would be having surgery on 2025-oct-14 to move it either up or down into a new spot. The patient reported that their weight was 181 pounds. The issues had not yet been resolved.